Event description:
It was reported via internal review of historical data from the ICD (implantable cardioverter defibrillator) showed that 19 shocks were delivered for episodes detected in the vf (ventricular fibrillation) zone. Review of the treated episodes showed that short circuit protection (scp) was triggered during 14 of the high-voltage therapies, resulting in no high-voltage energy or less that the programmed high-voltage energy being delivered. Review of the data also indicated that the treated vf episodes where scp was triggered were device-classified as unsuccessful at terminating the arrhythmia. Although the historical data did not indicate a defibrillation lead integrity issue, it was not definitively determined what part of the ICD system caused the scp. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).